Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. UDI (di) : 05414734501613

Event description:
It was reported that the patient presented for a follow-up. The pulse generator exhibited high impedance measurements. The device was explanted and replaced. The patient was noted to be in good condition.